Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'reoccurring false air in line alarm when loading set' was reproduced. A review of the event history log (ehl) revealed occurrences of "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of range. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had reoccurring false air in line alarm when loaded set (two new sets used with no change) during testing in the biomedical service department. There was no patient involvement. No additional information is available.